Manufacturer narrative:
Additional information was received that the infection was not device related and it was unknown what causes the infection.

Event description:
A report was received that the patients pocket site was swelling. It was determined through ultrasound that the pocket site was having fluid surrounding the ipg and thick yellow green tinged purulent like fluid was aspirated. The patient was prescribed keflex antibiotics.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patients pocket site was swelling. It was determined through ultrasound that the pocket site was having fluid surrounding the ipg and thick yellow green tinged purulent like fluid was aspirated. The patient was prescribed keflex antibiotics.